Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what shape were malformed clips? The information was not provided from the hospital. Were malformed clips and scissored clips removed? Yes. Did scissored clips cut tissue? If so, how was tissue repaired. No. Was there any change to procedure or post-op patient care? No.

Event description:
It was reported that during a laparoscopic cholecystectomy, scissoring occurred or malformed clips was deployed four or five times in a row from the beginning. Another device was used to complete the case. There were no adverse consequences to the patient.